Event description:
On an unreported date the home patient experienced peritonitis and subsequently expired. It was not reported if an autopsy was performed. Further information was received from a nurse. On an unreported date in 2013, the patient died due to peritonitis. The cause of the peritonitis was not reported. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The exact date of birth was not reported; however the year was reported as 1937. The exact date of death was not reported; however the year was reported as 2013. The cause of the peritonitis is unknown; the cause of death was reported to be peritonitis. There was no lot number provided; therefore, a batch review could not be performed. A label review of the label for the product family will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.